Manufacturer narrative:
We are reporting this event because the tampon is "similar" to a tampon that is sold in the u.s. However, the product referenced in the event is not imported or sold in the united states. This closes out this report unless additional, significant information is received. Report sent to FDA - (B)(4) 2009.

Event description:
Consumer developed stomach ache, rash and high fever while using product. Consumer was admitted to the hospital. (B)(6), woman changed her tampon and noticed the product was not completely removed. She recognized tampon material left in her vagina and removed the material with tweezers. She went on using the tampons. (B)(6), the woman noticed a stomach ache. (B)(6), she developed a fever and took paracetamol after doctor consultation by phone. Her fever increased on (B)(6) when she then decided to visit her physician. Her physician removed "tampon material" at the upper part of the vagina (near cervix) during a vaginal exam. Due to a high fever, she was hospitalized and a vaginal swab was taken. She was treated with antibiotics. On saturday, her face was red (like a sunburn rash) and a desquamation of the skin of her soles could be observed. Her husband reported her blood pressure being "changeable". In the meantime, the antibiotic treatment changed (after the first micro results); she still had a high temperature, felt ill with vomiting, blood pressure and volume balance under close-meshed control. She hadn't eaten since thursday. On (B)(6), we received additional information that it was not (B)(6) and that her physicians diagnosed as q-fever.